Event description:
The customer reported intermittent loss of x-ray functionality. No patient or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supplies were evaluated and the handswitch was replaced. The system was tested and found to be working as intended and returned to service.